Manufacturer narrative:
The insulin pump was received loose protruded drive support disk, alarmed motor error during basic occlusion test and unable to prime during rime test due to faulty force sensor resistor. No a33 alarm noted; unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, displacement test and rewind. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The insulin pump was missing the drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. His blood glucose level was 208 mg/dl. The insulin pump would not rewind properly. He was unable to exit the rewind sequence. The insulin pump was not filling the tubing properly. The dome label sticker was missing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.